Event description:
It was reported that the aviator screw broke insitu, the aviator rescue screw broke insitu and the plate's spring was broken. The entire construct (plate and screws) were removed then a new plate and screws were inserted.

Manufacturer narrative:
Method: device history review; complaint history review;results: no specific details were provided concerning the technique used, that could have contributed to the reported event (such as over-articulation of the drill guide/tap/screw). Therefore, the exact cause cannot be determined. The potential cause is multifactorial in nature.conclusion: the customer reported event of an aviator variable self tapping screw with fractured tabs around the screw head was confirmed with the return of the parts. Manufacturing files were reviewed and no incidents were found. There were no new hazard/harms identified or breach of severity.

Event description:
It was reported that the aviator screw broke insitu, the aviator rescue screw broke insitu and the plate's spring was broken. The entire construct (plate and screws) were removed then a new plate and screws were inserted.